Event description:
It was reported that the user of a t: slim x2 pump experienced an issue where the pump battery would not charge, indicated by a power source alert. There was no adverse impact to the customer's blood glucose level. The customer attempted to resolve the issue by using a different wall adapter, but this did not work. Technical support arranged to send a replacement charging cable and wall adapter via two-day shipping and planned to follow up. The customer was advised to contact her doctor for backup if the pump battery depleted before receiving the replacement supplies.